Manufacturer narrative:
The event occurred on an unspecified date in march 2023. Initial reporter address: rear entrance 185 cooper street initial reporter postal code: (B)(6). The lot was manufactured between (B)(6) 2022. Two (2) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate was found to be within product specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors underinfused; further described as did not fully empty during the 24 hour administration. This was discovered during patient infusion. The devices were filled with benzylpenicillin 14400mg in sodium chloride 0.9% and ceftriaxone (aft) 4000mg in sodium chloride 0.9%.there was no report of patient injury or medical intervention associated with this event. No additional information is available.